Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: device evaluation: the actual device was returned for evaluation. Quality engineering evaluated the device and the report of a cracked housing was confirmed; however, the reported condition of the leaking lubricant was not confirmed. Therefore, an assignable root cause was not determined. However, during repair, a visual and functional assessment was performed which determined that the device operated as intended; however, the housing was cracked and there were no signs of leaking of any fluid/oil/lubricant. It was further determined that the cracked housing was consistent with the device having been dropped (user error). The assignable root cause was determined to be traced to user, which is user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
UDI: (B)(4). The reporter¿s phone number and complete facility address were not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during sterile processing, it was observed that the kincise surgical impactor device was cracked and the housing was leaking lubricant. It was further reported that the device tipped over in the sterile processing department ¿spd¿ after lubrication and the black plastic cracked. It was reported that the device did not break in surgery. It was reported that there was no delay to the surgical procedure. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.